Event description:
Shaft of 2.25 x 15 mm nc emerge balloon shaft broke in half inside the guiding catheter. Entire device removed without issue. No patient harm. Manufacturer response for balloon, nc emerge monorail balloon (per site reporter): have not been contacted by vendor as of yet.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheters, transluminal coronary angioplasty, percutaneous.

Manufacturer narrative:
Device identifier (di): for type of device: catheters, transluminal coronary angioplasty, percutaneous.

Event description:
Shaft of 2.25 x 15 mm nc emerge balloon shaft broke in half inside the guiding catheter. Entire device removed without issue. No patient harm. Manufacturer response for balloon, nc emerge monorail balloon (per site reporter): have not been contacted by vendor as of yet.

Event description:
Shaft of 2.25 x 15 mm nc emerge balloon shaft broke in half inside the guiding catheter. Entire device removed without issue. No patient harm. Manufacturer response for balloon, nc emerge monorail balloon (per site reporter): have not been contacted by vendor as of yet.